Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs showed that the device warned the user that the batteries were depleted. The device was recertified and returned to the customer. However, upon inspection the customer's batteries were found to be depleted. Analysis of reports of this type has not identified an increase in trend.